Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the three dimensional (3d) image has defects or is not displayed. A root cause could not be identified. Based on the results of the investigation, it was likely that the most probable cause for the reportable malfunction was traced to component failure, and additionally, the most probable cause for the three-dimensional (3d) image having defects or not being displayed was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had the department reporting that the optics did not provide good visualization, as if the optical glass were dirty. The event occurred during inspection for use. There were no reports of patient involvement.